Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed over-sensing noise on the right ventricular (rv) lead. Programming changes were made. The patient was stable.